Manufacturer narrative:
(B)(4). (B)(6). Reporter's complete address was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 2 of the same event. It was reported from (B)(6) that two motor devices failed during use. The first motor device had difficulty loading attachment devices and the second motor device functioned intermittently. During in-house engineering evaluation, it was observed that the device had a hole/cut in the hose, fluid damage, the motor and steering were defective, the hose and coupling were worn and the device power was too little. It was also noted that the device failed the following pre-tests: cutter lock, motor thermistor, handpiece temperature, hand control, noise, safety and air pump assessments. The event did not occur during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.